Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (adjust belt messages) was confirmed. Upon evaluation of the electrode belt, the trunk cable was pulled causing the shrink tubing to come off. This shorted wires in the distribution node (dn). The cause of the adjust belt messages was the shorted wires in the dn. The root cause of the pulled cable is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.